Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
Overheating not duplicated. However, upon disassembly for visual inspection worn driveshaft bearings were found that could contribute to overheating.